Event description:
Reporter indicated a vns pt had high lead impedance readings with normal mode diagnostics testing. Vns systems testing was not performed, but the output current was reduced from 2.5ma to 1.5ma and high lead impedance still occurred with normal mode testing. A battery life estimate for the generator yielded approx 0.63 yrs remaining. No pt adverse events have been reported as a result of the high lead impedance. Revision surgery appears likely. Attempts for further info are in progress.